Manufacturer narrative:
Onsite investigation confirmed that the reported event was caused by the video converter. Replacement of the video converter (upgraded to a smaller converter) resolved the issue. No further issues were reported. Replaced video converter was not returned to manufacturer for analysis, therefore, no findings are possible. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system booted into a black screen and the video converter needed to be replaced. There was no patient present when this issue was identified.

Manufacturer narrative:
The video converter was returned to the manufacturer for evaluation. Testing found that the converter displayed poor quality images across multiple cables being used with the unit.